Event description:
Two patient samples with discrepant calcium results. Initial calcium result 16.3 mg/dl. Same sample repeated three times, gave results of 13.9, 9.4, and 9.3 mg/dl. No erroneous results were reported. The field service representative determined the cause to be the water filters which he replaced.

Event description:
Two patient samples with discrepant calcium results. Initial calcium result 15.2 mg/dl. Same sample repeated two times, gave results of 9.6 and 9.6 mg/dl. Initial result reported. Patient not adversely affected. The field service representative determined the cause to be the water filters which he replaced.